Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 33-year-old female patient who had essure (batch no. C61079 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, rubber sensitivity, dermatitis contact, rash, rash erythematous, perineal pain, endometriosis of uterus, nicotine dependence, multiparous, fever, nausea, vomiting, diarrhea, constipation, headache, insomnia, dizziness, tiredness, pruritus, allergic rhinitis, parkinson's disease, anaphylaxis, xerostomia, dyskinesia, drowsiness, nasal dryness, pharynx dry, sputum viscosity increased, bacterial infection, abdominal cramps, irregular periods, migraine, back pain, vasectomy, amenorrhea, unspecified inflammatory disease of uterus, excl cervix, flatus and abdominal wall neoplasm benign. Concomitant products included bisacodyl (dulcolax) from (B)(6) 2014, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin, codeine phosphate;paracetamol (tylenol with codeine), diphenhydramine hydrochloride (diphenhydramine hcl), diphenhydramine hydrochloride from (B)(6) 2014, etonogestrel (implanon), famotidine from (B)(6) 2014, hydrocodone bitartrate;paracetamol (norco), intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo provera) from (B)(6) 2015, nsaids since (B)(6) 2015, ondansetron, ondansetron (zofran) from (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2015 and zolpidem tartrate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, back pain, gen. Abnorm. Bleed. She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2019: essure blockage both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 13-sep-2019: update of information (batch is not valid). Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'). In a 33-year-old female patient who had essure (batch no. C61079 not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: obesity, rubber sensitivity, dermatitis contact, rash, rash erythematous, perineal pain, endometriosis of uterus, nicotine dependence, multiparous, fever, nausea, vomiting, diarrhea, constipation, headache, insomnia, dizziness, tiredness, pruritus, allergic rhinitis, parkinson's disease, anaphylaxis, xerostomia, dyskinesia, drowsiness, nasal dryness, pharynx dry, sputum viscosity increased, bacterial infection, abdominal cramps, irregular periods, migraine, back pain, vasectomy, amenorrhea, unspecified inflammatory disease of uterus, excl cervix, flatus and abdominal wall neoplasm benign. Concomitant products included: bisacodyl (dulcolax) from april 2014 to may 2014, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin, codeine phosphate;paracetamol (tylenol with codeine), diphenhydramine hydrochloride (diphenhydramine hcl), diphenhydramine hydrochloride from april 2014 to may 2014, etonogestrel (implanon), famotidine from april 2014 to may 2014, hydrocodone bitartrate;paracetamol (norco), intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo provera) from june 2015 to october 2015, nsaids since july 2015, ondansetron, ondansetron (zofran) from april 2014 to may 2014, paracetamol (acetaminophen) since july 2015 and zolpidem tartrate. In (B)(6)march 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced, menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced, depression ("psychological or psychiatric problems, condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced, genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and back pain ("back pain"). And was found to have weight increased ("gained 30 pounds on essure"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The depression and anxiety outcome was unknown. And the weight increased was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, back pain, gen. Abnorm. Bleed. She did not received treatment for psych injury. Current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34 kg/sqm. Hysterosalpingogram: on (B)(6) 2019, essure device was successfully occluded. Ultrasound scan: on (B)(6) 2019, essure blockage both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed, in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: reporter information & new event "weight gain" were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 33-year-old female patient who had essure (batch no. C61079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, rubber sensitivity, dermatitis contact, rash, rash erythematous, perineal pain, endometriosis of uterus, nicotine dependence, multiparous, fever, nausea, vomiting, diarrhea, constipation, headache, insomnia, dizziness, tiredness, pruritus, allergic rhinitis, parkinson's disease, anaphylaxis, xerostomia, dyskinesia, drowsiness, nasal dryness, pharynx dry, sputum viscosity increased, bacterial infection, abdominal cramps, irregular periods, migraine, back pain, vasectomy, amenorrhea, unspecified inflammatory disease of uterus, excl cervix, flatus and abdominal wall neoplasm benign. Concomitant products included bisacodyl (dulcolax) from (B)(6) 2014, calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin, codeine phosphate;paracetamol (tylenol with codeine), diphenhydramine hydrochloride (diphenhydramine hcl), diphenhydramine hydrochloride from (B)(6) 2014, etonogestrel (implanon), famotidine from (B)(6) 2014, hydrocodone bitartrate;paracetamol (norco), intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo provera) from (B)(6) 2015, nsaids since (B)(6) 2015, ondansetron, ondansetron (zofran) from (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2015 and zolpidem tartrate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, back pain, gen. Abnorm. Bleed she did not received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2019: essure blockage both fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal, back pain, gen. Abnorm. Bleed were added. Events outcome updated for pelvic pain. Suspect drug start date updated from (B)(6) 2010 to (B)(6) 2015. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C61079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, rubber sensitivity, dermatitis contact, rash, rash erythematous, perineal pain, endometriosis of uterus, nicotine dependence, multiparous, fever, nausea, vomiting, diarrhea, constipation, headache, insomnia, dizziness, tiredness, pruritus, allergic rhinitis, parkinson's disease, anaphylaxis, xerostomia, dyskinesia, drowsiness, nasal dryness, pharynx dry, sputum viscosity increased, bacterial infection, abdominal cramps, irregular periods, migraine, back pain, vasectomy, amenorrhea, unspecified inflammatory disease of uterus, excl cervix, flatus and abdominal wall neoplasm benign. Concomitant products included bisacodyl (dulcolax) from (B)(6) 2014 to (B)(6) 2014, calcium chloride; potassium chloride; sodium lactate (lactated ringers), cefazolin, codeine phosphate; paracetamol (tylenol with codeine), diphenhydramine hydrochloride (diphenhydramine hcl), diphenhydramine hydrochloride from (B)(6) 2014 to (B)(6) 2014, etonogestrel (implanon), famotidine from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate; paracetamol (norco), intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2015, ondansetron, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2015 and zolpidem tartrate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), 6 months 25 days after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of essure insertion - (B)(6) 2010 as per summons and (B)(6) 2015 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2019: essure blockage both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and medical record received. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression and mental anguish were added. Outcome of the events pelvic pain updated. New reporters added. Concomitant drugs and conditions were added, plaintiff's information updated. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.